Event description:
It was reported that during a carotid artery stenting treatment procedure there was difficulty deploying and the sheath broke. The stenosed target lesion being treated was located in the non-tortuous and moderately calcified carotid artery. A 190cm filter wire was advanced beyond the stenosis of the lesion and the filter was released, however there was difficulty deploying the filter. The device was attempted to be withdrawn and there was "much resistance" resulting in a break in the delivery sheath. It was noted that a distal portion of the delivery sheath was torn and protruding from the spinner stop. The device was removed intact and the procedure was completed with this device. No patient complications were reported and the patient did well. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR: two separated pieces of the delivery sheath were returned, hand coiled inside a plastic cup container. Both of the partial pieces of the delivery sheath that were returned were from the proximal end. The distal portion of the delivery sheath, the protection wire, and the retrieval sheath were not returned. The smaller piece of the delivery sheath measured about 20 cm total in length. One end looked torn and stretched. The other end looked like it was cleanly cut. Blood was observed inside the sheath. The other piece of the delivery sheath which contains the corewire measured about 50 cm total in length. About 2 cm of the corewire was exposed. The filter bag could not be inspected since it was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a carotid artery stenting treatment procedure there was difficulty deploying and the sheath broke. The stenosed target lesion being treated was located in the non-tortuous and moderately calcified carotid artery. A 190cm filter wire was advanced beyond the stenosis of the lesion and the filter was released, however there was difficulty deploying the filter. The device was attempted to be withdrawn and there was "much resistance" resulting in a break in the delivery sheath. It was noted that a distal portion of the delivery sheath was torn and protruding from the spinner stop. The device was removed intact and the procedure was completed with this device. No patient complications were reported and the patient did well. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).